Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The device was inspected and reported issue was confirmed by the field service engineer (fse) in service report, problem description and photos. O2 cell/sensor test failed due to liquid on printed circuit board. It has remained unknown under which circumstances and when the liquid entered the unit. The pneumatic back-plane is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. Evaluation of device logs confirmed occurrence of the reported issue. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to contaminated pcb.

Event description:
Manufacturer's ref. #: (B)(4).